Event description:
Customer reported being hospitalized due to low blood sugar levels. Prior to hospitalization friends called ambulance as customer was not responding to them any longer and appeared to be in shock. Customer stated that he did take too much insulin and md believes basal rates were too high as customer did raise them and could not figure out how to lower them. Advised customer to call back later when he is at home and feels better to perform troubleshooting on the pump.